Manufacturer narrative:
A visual assessment was performed. The basket extended approximately 1.5 cm when received. A functional evaluation was also performed. A review of the device history record (DHR) was performed and revealed and there were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned unit was not consistent with the complaint incident that the device basket wire was broken; however, the basket would not open/close. The outer sheath was torn and detached at the distal end of the black heat shrink; the sheath remained on the wire sub-assembly (s/a) when received. The torn ends of the sheath demonstrated signs it had been buckled. The sheath was kinked in several locations along the working length. All of the basket wires were present and attached; the basket wires were bent. None of the basket wires were broken. The wire s/a was bent/kinked in several locations along the working length. During manufacturing, the devices are 100% inspected for device functionality/integrity. Therefore, the most probable root cause for the complaint is operational/physiological context. Based on this analysis, this event has been deemed no longer MDR-reportable.

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureteroscopy procedure performed of an unknown date. According to the complainant, during the procedure, while the surgeon used the gemini basket inside the patient, the basket wires broke but were still attached to one end. He opened another of the same device and the same error occurred. The procedure was completed with another of the same device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-04166 pertains to the other device.

Event description:
It was reported to boston scientific corporation that a segura hemisphere was used during a ureteroscopy procedure performed of an unknown date. According to the complainant, during the procedure, while the surgeon used the segura hemisphere inside the patient the basket wires broke but were still attached to one end. He opened another of the same device and the same error occurred. The procedure was completed with another of the same device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-04166 pertains to the other device.